Event description:
The hospital reported that when they opened the package, the tip of the jaw on the vaso view hemopro was cracked. No patient involvement.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).